Event description:
Procedure: hemorrhoid. According to the reporter: the anvil dislodged from the shaft of the hem3335 hemorrhoid stapler as the device was fired, resulting in an inadequate and malformed staple line. The surgeon then attempted to connect an anvil from a hem3348 stapler; however, the anvil disconnected from the stapler shaft as the surgeon wound the black twist knob to retract the anvil. The surgeon then resorted to the pph03 (B) (4) stapler and completed the case. When the surgeon fired the hem3335 stapler it was under little to no tension and was in the perpendicular position. The audible click was also heard both times the anvil was connected to the shaft of the hem3335 stapler. The surgeon resected the prolasped hemorrhoid tissue with the malformed staples using a pph03 stapler. Patient reported as fine after successful resection of prolasped tissue.

Manufacturer narrative:
(B) (4). (B) (4).